Manufacturer narrative:
Analysis of programming/device diagnostic history performed.

Event description:
During review of a patient's programming history, it was noted that the settings were altered due to a systems diagnostics test being incomplete. The settings were not corrected prior to the patient leaving the office. There were no reports of any patient adverse events as a result.